Event description:
On (B)(6) 2013, the patient¿ father contacted animas and alleged the following: dad states while on vacation, they traveled through multiple airports (B)(6) 2013, but pump has not been exposed to any type of x-ray or MRI . His son¿s blood glucose (bg) on vacation was frequently elevated 290 mg/dl to 350 mg/dl, with no symptoms dad initially thought it was related to insulin. He took 3 vials with him, vials not refrigerated, not expired. Today, he is using fresh vial of insulin and again bg has been 200-300 mg/dl all day until 18:30 then bg 60 mg/dl, no symptoms. Patient has glucose sensor. Customer support (cs) reviewed pump history and I:c, isf, bg targets and iob programming. Alarm #1 is dated (B)(6) 2013, occlusion. No associated alarms in history during vacation, but dad states occlusion alarm occurred while on vacation sometime between (B)(6) 2013. Verified correct date and time programmed. Pump does not lose date and time when battery removed or replaced. Pump suspended per dad most recently (B)(6) 2013. Time on home screen is correct. Patient using recommended dosing per pump. Bgs were corrected through pump, not injections. Reviewed bolus history and boluses have been delivered as programmed. Reviewed tdd history for past week; basal amount are 4.175 to 4.94 u/24 hours. Basal programmed 24 hour total currently is 4.09u. Basal is programmed correctly. Temporary basal used every day for past week except for today. They change sites/ set/ cartridge every 2 to 2.5 days, rotating to both hip areas. No leaking or air bubbles seen. No issues with current site, connections secure. Pump primes and delivers air bolus appropriately. Humalog insulin stored in refrigerator, keeps current vial at room temperature. Insulin is clear, not expired. No reported change in patient¿s activity, health, diet or medications. Takes medication for asthma, but not used since 1 week prior to vacation. Patient swam a lot and the infrared window looks foggy: no moisture seen behind display, or in battery compartment. Battery cap new prior to vacation and battery cap secure while patient swimming with pump. Cs instructed dad to remove pump and use alternative form of insulin delivery. Unable to verify incorrect date of occlusion alarm. Tdd history in order. Cs informed dad the replacement pump will have factory default setting and will need to be programmed with personal settings. The bg excursions do not meet the criteria for an adverse event. This complaint is being reported because the issue could not be resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 02/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/27/2014 with the following findings: no defect was found. Daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Pump passed flow accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).